Event description:
This pt was implanted with a nucleus cochlear implant about two months ago. Their audiologist noticed that the receiver/stimulator had migrated out of its "surgically made bed" and was sealed low and behind the ear. The cause of the migration was not known. The pt required surgery to reposition the component and is now doing well.